Event description:
Pt's mother called to report the pt, a college student, experienced od pain a few days after thanksgiving 2008. The pt saw an ophthalmologist (ecp) the following month. The pt;/s mother said the pt was treated for a central corneal ulcer; this was not corroborated with the ecp's office. The pt's mother said that nine days later, the ecp told the pt that contact lens wear could be resumed five days later. The pt resumed lens wear the same day. Additional information was requested. The pt's mother would not advise the pt to sign a release for the treating ecp to release information and the ecp would not provide information. The pt's mother provided the lot number of the lens in question, but would not return the lens for evaluation. The lot history review for the lot in question revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Any additional information will be reported within 30 days of receipt.

Manufacturer narrative:
Labeled for single use and reuse. No conclusions can be drawn.